Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with chipped out lower left front corner. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion test were performed. Investigation unable to duplicate the motor rate error during occlusion test. According to the investigation, the reported problem was caused by combination of white teflon flakes that were found, motor assembly, leadscrew and clutch halves were found old, dirty and worn out which is causing the motor rate error intermittently. Service's replaced motor assembly, worm gear, leadscrew and clutch and performed pm maintenance and all functional testing which passed. The problem source of the reported problem is normal wear (pump is over 9 years old).

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited motor rate error. No reported adverse effects.